Event description:
It was reported through event log file analysis that 2 no external power events occurred on the mobile power unit (mpu) on 25nov2023 and 08dec2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: incidental findings: pests found within the housing of the mpu., fluid ingress, damage ¿ rubber encasing was loose on the power cable connector of the mpu patient cable. The reported event of a loss of power to the mobile power unit (mpu) was confirmed via the log file analysis. The mpu (serial number: (B)(6)) was returned for analysis and, a log file was downloaded ((B)(6)) and submitted ((B)(6)) from the heartmate 3 system controller (serial number: (B)(6)) for review. A review of the submitted log files showed overlapping events spanning approximately 4 days ((B)(6) 2023 per timestamp). Events occurring on (B)(6)2023 were recorded during testing at abbott. A loss of external power event associated with power cable disconnect and low voltage hazard alarms was active on (B)(6) 2023 from 02:31:45 ¿ 02:31:50. This event appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected by these events. No other notable alarms were active in the log file. Additionally, a log file was submitted ((B)(6)) and downloaded ((B)(6)) for review from the returned heartmate 3 system controller (serial number: (B)(6)). A review of the log files showed overlapping events spanning approximately 8 days ((B)(6) 2000, (B)(6) 2023 timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. A loss of external power event associated with no external power, power cable disconnect and low voltage hazard alarms was active on (B)(6) 2023 from 03:07:14 ¿ 03:07:33. This event appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected by these events. There were no other notable alarms active in the log file. The mpu (serial number: (B)(6)) was returned to the service depot and was connected to ac power and powered on as intended. The mpu was then connected to a mock loop and ran for several days. The mpu was found to function as intended throughout testing. The reported event was unable to be confirmed. The mpu was forwarded to the product performance engineering (ppe) group for further analysis. The mpu was further tested with ppe and was connected to a mock loop and test system controller. The mpu¿s patient cable was manipulated by hand during testing. The unit was able to support pump function for an extended duration without any issues or alarms activating. Additional information provided on 18mar2024 stated the mobile power unit (mpu) has a v-lock connector on the ac power cord, the cause of the loss of power event is unknown and was not reported by the patient. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2020. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via the log file analysis. The mpu (serial number: (B)(6) ) was not returned for analysis; however, a log file was downloaded ((B)(6)) and submitted ((B)(6)) from the heartmate 3 system controller (serial number: hsc-088140) for review. A review of the submitted log files showed overlapping events spanning approximately 4 days ((B)(6) 2023 - (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. A loss of external power event associated with power cable disconnect and low voltage hazard alarms was active on (B)(6) 2023 from 02:31:45 ¿ 02:31:50. This event appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected by these events. No other notable alarms were active in the log file. Additionally, a log file was submitted ((B)(6)) and downloaded ((B)(6)) for review from the returned heartmate 3 system controller (serial number: (B)(6)). A review of the log files showed overlapping events spanning approximately 8 days ((B)(6) 2000 - (B)(6) 2000, (B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. A loss of external power event associated with no external power, power cable disconnect and low voltage hazard alarms was active on (B)(6) 2023 from 03:07:14 ¿ 03:07:33. This event appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected by these events. There were no other notable alarms active in the log file. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed, and the records revealed the mobile power unit (serial number:(B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2020. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu had a v-lock connector on the ac power cord. The ac power cord was not removed from the wall outlet or the back of the unit. There were no environmental circumstances that affected ac power at the time of the event. The mpu was exchanged.